Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2004 the patient presented l5-s1 lumbar instability, neurological compression, and spondylosis. He underwent surgery which consisted of percutaneous decompression stabilization and fusion, l5-s1; unilateral facetectomy, l5-s1; unilateral l-5 hemilaminectomy; l5-s1 discectomy; arthrodesis, autograft/bmp, anterior column, ls-s1; placement of anterior interbody fusion cage, l5-s1; posterolateral arthrodesis, bmp/autograft, l5-s1; bilateral pedicle screw fixation, ls-s1; and microscopic dissection ls-s1. Per the operative report: ¿¿¿.. The end plates were lightly decorticated and fashioned for arthrodesis. Bone morphogenic protein (bmp) was then placed into the interspace and bone from the decompression was packed into the interspace for autogenous arthrodesis. A titanium fixation lift cage was then positioned in the interspace for internal fixation of the anterior column and it was also packed with bmp. The remainder posterolateral surfaces were then decorticated and bmp and autogenous bone were also used for posterolateral arthrodesis. A titanium fixation lift cage was then positioned in the interspace for internal fixation of the anterior column and it was also packed with bmp. The remainder posterolateral surfaces were then decorticated and bmp and autogenous bone were also used for posterolateral arthrodesis. Under biplanar fluoroscopic guidance, pedicle screw fixation was then carried out through the same incision by using an awl to cannulate the l-5 pedicle without difficulty. A titanium pedicle screw was then inserted into the prepared hole and screwed under biplanar fluoroscopic guidance, so that it was contained within the pedicle and angled appropriately. The s-1 level was addressed in a similar manner and a screw was placed. An inter-protecting rod was then applied to the top-loading screw and was tightened into position under gripped compression¿.¿ there were no recorded complications. On (B)(6) 2004 in a post op ov the patient complained of some dysphagia , dysphonia, as well as, right leg and low back pain with right radicular symptoms. On (B)(6) 2004 the patient complained of constant aching and sharp pain in a post lateral fusion evaluation. On (B)(6) 2004 the patient presented low back pain and right extremity pain . A lumbar spine CT was performed which demonstrated ¿status post fusion at l5-s1. There is a wide laminotomy greater on the left side at this level; the interbody graft protrudes approximately 2mm past the right ventrelateral cortex of the vertebral aspect of the face. This is of uncertain clinical significance.¿ on (B)(6) 2004 the patient presented intense lower back pain. A lumbar spine MRI was conducted which demonstrated ¿¿there are degenerative changes of the l2-3 through ls-s1 discs with lose of disc height noted at l2-3 and l4-5 and desiccation of the lumbar discs. The conus extends to the t12-l1 level and appears unremarkable. Alignment is well maintained. There is increased t2 signal in the posterior margin of the l4-5 disc noted on the sagittal t2 sequence. Axial pre-contrast images were obtained at l2-3 through ls-s1 disc levels. These demonstrate some increased signal in the posterior margin of the l4-5 disc consistent with an annular tear and with a small central disc protrusion with mild compression of the ventral margin of the thecal sac. No high grade canal stenosis is seen at l2-5. At l2-3 and l3-4 no disc protrusion or stenosis is noted. On the axial images there is the question of a far lateral disc protrusion to the left side at l4-5 demonstrated on image # 12 from both pre-contrast axial sequences. Post-operative changes at noted at ls-s1 with metallic artifact and with distortion of the epidural soft tissues on the left side with a left hemilaminectomy noted. The pedicle screws and posterior rods are noted. No central canal stenosis is appreciated at ls-s1. There is some contrast enhancement on the left side at l4-5 as seen on post contrast image # 12. This may represent some enhancement of a disc fragment or some granulation tissue but I do not see evidence of a prior laminectomy on the left side at l4-5. There is contrast enhancing soft tissue ventrally and to the left side laterally and posteriorly at l5-s1consistent with granulation tissue with no new disc protrusion seen.¿ on 11/23/04 the patient presented lumbar diskogenenic pain and spondylosis l3-s1. The patient underwent a lumbar discogram, l3-s1. Findings indicated ¿provocative l4 to l5.¿ on (B)(6) 2004 the patient presented debilitating pain that ¿seems to all be coming from his l4-l5 disc¿. On (B)(6 )2004 the patient presented with lumbar spondylosis, instability, and neurological compression at l4-5 and was admitted into the hospital. On (B)(6) 2004 the patient underwent surgery which consisted of a percutaneous lumbar decompression, stabilization and fusion l4-5; unilateral laminectomy l4; unilateral facetectomy l4-5; discectomy l4-5; arthrodesis autoqraft l4-5; placement of anterior titanium interbody fusion cage l4-5; posterolateral arthrodesis autograft/bmp l4-5; pedicle screw fixation bilateral l4-5; and microscopic dissection and decompression l4-5. Per the operative report: ¿¿..bone from the decompression was then used to pack the interspace after it had been morselized for arthrodesis of the anterior column and bmp strips were placed in the interspace. A titanium fusion cage was then packed using bmp and autogenous bone and tapped into the interspace for further internal fixation and arthrodesis. The remaining posterolateral surfaces were then decorticated and bone from morselized autogenous bone and bmp was laid across the surface for further posterolateral arthrodesis¿. ¿ no complications were noted. On (B)(6) 2004 the patient was discharged from the hospital. On (B)(6) 2005, 16 weeks post op, the patient presented an increase in pain that he thinks is related to his ongoing physical therapy. He presented a stiff walk. Per the doctor¿s notes he is at the king¿s impairment rating of 13% to the whole person. On (B)(6) 2005 in an ov the patient presented pain and his medications were adjusted. On (B)(6) 2005 the patient complained of nausea and vomiting with his pain medications. On 6/15/05 presented complaints of back pain and difficulty taking oxycontin. On (B)(6) 2005 the patient presented complaints of ¿a lot of pain¿. On (B)(6) 2005 the patient complained he was worse than he was three months ago and that any type of activity causes him pain. Per the doctors notes ¿we looked at his x-rays again and he may be developing a little bit of lucency around the bilateral l4 screws. He¿s got a good solid fusion l5-s1.¿ on (B)(6) 2005 per the doctors notes the patient¿s x-rays were reviewed and ¿he still has a little bit of lucency around the l4 screws ...¿ on (B)(6) 2005 the patient underwent a functional capacity assessment with the conclusions of ¿¿he was unable to perform several tests particularly those requiring a low level position such as floor lift and crouch. He also had difficulty with carrying anything over twenty pounds. The tests that were rated as unreliable were primarily due to heart rate increase less than expected. This is sometimes seen in cases where pain has become chronic in nature and a greater stimulus is needed to cause significant changes in heart rate. ¿ previously the patient had been given a ¿whole person impairment rating of 13%...¿ on (B)(6) 05 the patient complained of a lot of back pain. He also complained of neck pain with radicular pain into his right arm that had occurred since his functional capacity evaluation. Per the doctor¿s addendum to this note ¿I reviewed the x-rays in flexion/extension of lumbar spine. His construct has not moved. There is lucency that I noticed around his screws last month that seem to be minimally present, if any. I think his construct is solid.¿ a notation was made that the patient¿s pain situation is very difficult to manage. On 1/19/06 in an ov follow up the patient presented chronic lower back pain and left leg neuropathy. On (B)(6) 2006 the patient complained of an increase in overall generalized pain. ¿this is in the lower back with radiation through the entire right lower extremity and in the left knee. He has increased pain particularly with flexion but also experiences pain with extension and side to side bending. Sitting is problematic.. No change in the overall distribution other than a relatively new onset of pain in his left side.¿ on (B)(6) 2006 the patient complained of low back pain , pain that radiates down his left leg , and numbness in his left leg when he lies down, also pain in his right neck and arm. Per the doctor¿s notes ¿¿his most recent MRI demonstrates him to have an annular tear at l4-5.¿ on (B)(6) 2006 the patient underwent a discogram l3-4,l4-5, with a preoperative diagnosis of lumbar spondylosis with intraoperative find ings of ¿ provocative and concordant findings l4-5. Per the operative note ¿¿.it was felt he had pseudoarthrosis at this point.¿ on (B)(6) 2006 the patient complained of chronic lower back pain and bilateral leg radicular pain. On (B)(6) 2006 the patient presented a lot of mechanical back pain. Per the doctor¿s progress notes concerning the patient¿s discogram ¿the discogram was provocative at l4-5 and he has clear halos around his screws at l4-5 and I suspect pseudoarthrosis¿..he has a failed posterior approach.¿ on (B)(6) 2006 the patient complained of chronic back pain, continued mechanical and neurological pain. On (B)(6) 2006 an ap and lateral xray of the thoracolumbar junction was taken which showed ¿an epidural catheter with its tip at the level of t8 in the ap view. There appears to be mild wedging of t12 and l1. The remainder of the vertebral bodies is normal in height. Overall the disc spaces are well maintained. There are postoperative changes involving the lumbar spine. Pedicles appear normal. Paravertebral soft tissues are unremarkable.¿ on (B)(6) 2006 in an ov follow-up on a spinal cord stimulator trial the patient stated he had received about 25% pain relief mostly in his legs and that the back hurt worse ..¿ the trial device was removed at this time. 07/18/06 in an ov the patient presented chronic lower back pain and a stabbing sensation travelling down his legs. On (B)(6) 2006 the patient presented back pain . ¿¿think he has pseudarthritis at l4-5.¿ on (B)(6) 2009 per the billing record the patient received a paravertebral facet lumbar injection. On (B)(6) 2013 the patient presented lumbosacral neuritis and chronic pain. A 4v lumbar spine x-ray was taken which demonstrated ¿postsurgical change l4-5 , l5-s1 . There is disc narrowing at each of these levels with spacers that have been placed in these discs and the patient has had pedicle screws with rod fixation extending from l4 to the upper sacrum . There is degenerative disc change at all lumbar disc levels . Mild compression is seen l1-l2 appears chronic. No acute change identified.¿ a cervical spine x-ray was taken which showed: ¿anterior fusion c5, 6, 7; cervical degenerative disc change c3-4; mild ligament laxity c4-5. Osteophyte impingement upon intervertebral foramina. No acute change.¿ on (B)(6) 2013 a cervical spine MRI was preformed which demonstrated ¿¿no obvious intrinsic cervical spinal cord abnormalities are seen. Advanced degenerative facet joint arthropathy; degenerative disc changes at multiple levels¿. Mild to moderate spinal stenosis associated with bilateral foraminal narrowing at c3-c4. The residual diameter of the spinal canal at c3-c4 is approximately 8.0 mm. The disc/spur complex of c3-c4 obliterate the subarachnoid space and slightly flattens the adjacent cervical spinal cord more pronounced on the right.¿ a lumbar spine MRI was also taken which demonstrated ¿¿postsurgical changes of the lumbar spine extending from l4 to s1. There are degenerative changes most prominent at l3-l4 where there is severe narrowing of the canal and bilateral lateral recesses secondary to a disc bulge and facet osteoarthritis.¿